Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. Using the right femoral approach, the procedure treated the concentric target lesion located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. There was no significant bend or total occlusion located within the lesion. After pre-dilation, a 3.0x16mm promus element stent was advanced and deployed. Then the proximal end of the 3.0x16mm promus element stent became deformed when a non-bsc stent was "recrossed" for stenting of the distal lad. Then post dilatation with an unspecified balloon was used "to regain the lumen size and correct the distorted stent". No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).